Event description:
See intial report.

Manufacturer narrative:
Machine service history review revealed no other similar incidents occurred since unit installation in 2015. Based on the above findings, and according to the review of previous similar events, complained issue was traced back to a bad stirrer motor. It is reasonable to assume that the stirrer motor was mechanically blocked due to corroded / rusted bearing which consequently did not allow the motor shaft to rotate freely and required a pump power overload to work, leading to an overcurrent that ultimately caused electrical damage to the board. Possible causes of corrosion are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Considering that the error messages popped up during disinfection, and given the fact that stirrer motor is immersed in water, it cannot be ruled out that cleaning and disinfection procedures at customer site may have contributed to the failure of the component.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to stirring mechanism that did not start/blocked (too slow) and patient circuit 1 pump that uses too much power. The issue occurred during disinfection procedure. There was no patient involvement.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in paris, france. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue, stirring mechanism, patient pump 1 and distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.